Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a non-st elevation myocardial infarction and restenosis. Due to ccs class 2 stable angina, the patient underwent cardiac catheterization which revealed a 90% stenosed, 10mm long and bifurcated lesion located in the left main coronary artery (lmca) with a reference vessel diameter of 4.0mm. The lesion was treated with predilation and deployment of a 4.0x12mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. A lesion in the ramus was then treated with balloon angioplasty. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2010, the patient presented due to worsening chest pain. Troponin levels were elevated (peak troponin 0.98 ng/m:, uln 0.09 ng/ml). Cardiac catheterization revealed restenosis of the lmca. There was 30% ostial stenosis, severe 95% in stent restenosis of the previously placed stent and diffuse 90% stenosis into the proximal left anterior descending coronary artery (lad) with timi-2 flow throughout the lad. The left circumflex (lcx) also had 90% ostial stenosis. The left main was engaged with a 3.75 non bsc guide catheter and a non bsc guide wire was passed into the lcx and non-bsc guide wire passed into the lad. A 2.5mm non-bsc balloon catheter was advanced but was unable to cross into the lcx. A 1.5mm apex balloon was attempted, but also could not cross with multiple attempts. An attempt exchange the wire and catheter, but was unsuccessful as the devices could not cross the lesion. The sheath was exchanged for a larger device and the target lesions were rewired. The 1.5mm apex balloon was still unable to cross, so the decision was made to treat the lesion with ablation. A 0.009" rotawire floppy wire was advanced down the lcx. The 1.25mm rotalink plus burr was advanced and rotablation was performed on the ostial proximal segment of the lcx. The burr was unable to pass into the lcx beyond its origin despite multiple passes. However, following ablation, the earlier attempted 1.5mm apex balloon catheter was then able to cross through the stent struts of the previously placed stent and angioplasty was performed in the original of the lcx. A 3.0x12mm non-bsc drug eluting stent was advanced and deployed followed by post dilation with a 3.0x15mm non-bsc balloon. A 3.0x28mm non-bsc drug eluting stent was then advanced and deployed to treat the lmca and lad. Post dilation was performed with the stent delivery device and a 3.0x12m non-bsc balloon in a kissing balloon technique. The final result indicated timi-3 flow, 0% residual stenosis with no evidence of perforation, dissection or distal embolization. The event was reported to be resolved without residual effects.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).